Event description:
During upgrade from 3.14c to 3.16 the programmer advanced normally though the progress bars and finally shut down. The upgrade was done with the battery at 100% and unplugged from electricity. I turned it back on the both messages enclosed appeared and it was not possible to initiate the manager screen all remained black. It the programmer is remained untouched the normal screensaver appears, however, when touched the black screen returns.

Manufacturer narrative:
The conclusions are as follows: - the upgrade failed because it has been abruptly interrupted most likely by the user himself. Indeed, the installation was interrupted shortly after uninstalling the previous smartview manager module version (3.14c1) and just before installing the new smartview manager module version (3.16). - this brutal tablet shutdown can explain the displayed error messages (missing "manager.exe" file) and the subsequent disk scanning and repairing operation. - in the complaint, a black screen issue is described but, in the files, there was no evidence of this kind of issue. - based on the available information, no issue is suspected on the subject smarttouch tablet.